Event description:
It was reported that the patient experienced two falls which occurred around the same time the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing as well as sensing myopotentials. Small p-waves were noted. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.